Manufacturer narrative:
Information provided by the complainant indicates that sub-optimal tissue processing was identified from both a "2 hour protocol" comprising 68 cassettes and an "8 hour protocol" comprising 199 cassettes executed on (B)(6) 2020; when replacing the reagent in bottles 9 and 10 a user had incorrectly set the ethanol concentration in bottle 9 as 100% rather than the actual concentration of 70% and in bottle 10 as 70% rather than the actual concentration of 100%; and the complainant had confirmed the use error when replacing the reagent by measuring the ethanol concentration in these bottles using a hydrometer. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol), which had ethanol concentration of 70% due to the use error reported by the complainant, would have been used for the final dehydration step of the 2 processing runs executed on (B)(6) 2020 from which sub-optimal tissue processing was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Although it was not possible for the manufacturer to evaluate the operation and function of the instrument, the information available indicates that the instrumented operated within specification during execution of both a "2 hour protocol" comprising 68 cassettes and a "8 hour protocol" comprising 199 cassettes, from which sub-optimal tissue processing was reported by the complainant. Investigation of this complaint found that the root cause of the sub-optimal tissue processing reported was a use error, which occurred on (B)(6) 2020 prior to execution of the 2 processing runs from which sub-optimal tissue processing was reported by the complainant. Specifically per the information provided by the complainant a user had incorrectly set the ethanol concentration in bottle 9 as 100% rather than the actual concentration of 70% and in bottle 10 as 70% rather than the actual concentration of 100% when replacing the reagent in bottles 9 and 10 prior; and the use error when replacing the reagent in bottles 9 and 10 had been confirmed by measuring the ethanol concentration in these bottles using a hydrometer. These facts indicate that manual replacement of the reagent in bottles 9 (ethanol) and 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received the following complaint: "poor processing due to bottle switch" involving peloris ii rapid tissue processor serial number (B)(4). The following further information was documented by the local leica technical assistance center representative: "customer called to ask a technical question with regards to reprocessing. Lab realized that there was a mistake in a reagent change: bottle #9 was changed, sw reflected 70% etoh but actual purity was 100%. Bottle #10 was changed, sw reflected 100% etoh but actual purity was 70%. A hydrometer was used to determine concentration. Bottle #9 and #10 were dumped with fresh reagents added - #9 = 70%, #10 = 100%. No other reagents were changed. Specimens were embedded, cut, stained; diagnosis pending." On 24 june 2020, the assigned leica field applications specialist - core histology (fss) documented that: "customer unable to collect peloris instrument logs at this time; pending non-encrypted usb approval by it department". Consequently, manufacturer evaluation of the instrument logs could not be performed. On 24 june 2020, the leica field applications specialist - core histology documented the following information received from the complainant: "customer confirmed on 24jun2020 that pathologists have closed all cases and all tissue was diagnosed."